Event description:
During an unrelated procedure, the hex wrench did not fit properly into the set screw of the device. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported field event of set screw anomaly was confirmed in the lab. Visual inspection revealed the ventricular set screw contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The set screw anomaly was consistent with having occurred during the procedure.